Event description:
Boston scientific received information that at implant, this pacemaker and other manufacturer's right atrial (ra) lead exhibited noise along with oversensing. All other measurements were fine. No pacing inhibition was noted. The physician performed troubleshooting but without success. Subsequently, a different device was implanted. Boston scientific technical services (ts) review the submitted strips and confirmed that noise was due to air bubbles. No adverse patient effects were reported. The device was never in service and was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram or review of evidence submitted by the field indicated that the noise on the channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.